Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging repetitive pneumonia acute bronchitis parodic gland infection. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section h6 health effects - impact code as serious injury/illness/impairment. After review, it was determined that section h6 should be filed as no health consequences or impact. Section h6 health effects - impact code was corrected.